Event description:
The customer reported that there was a communication failure error message resulting in the inability to perform fluoroscopic x-ray. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply connections and connectors evaluated and reseated. The system was tested and found to be working as intended and returned to service.